Event description:
A remstar auto a-flex device was purchased in late 2013 in (B)(6) and was used regularly till 2015. After some treatment with sleeping posture changes, use of CPAP was suspended till 2017. Use was resumed in (B)(6) 2017 and in (B)(6) 2019, patient started sneezing in middle of the night with CPAP and mask on. After removing CPAP, patient experienced headaches till morning. A service was carried out (in (B)(6)) around (B)(6) 2019 where certain parts were changed. However, in late 2019, the use was stopped due to mask seal issues. The use of CPAP was resumed in early 2020 but again stopped when patient was admitted for surgery in hospital in (B)(6) 2020 and experienced cardiac arrest, coma, etc. After a long recovery, another brand bipap was provided by professional on rent basis. CPAP use has been recommended once again in (B)(6) 2022. Not aware of what tests, if any, was done at service center around (B)(6) 2019. FDA safety report ID# (B)(4).